Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a leak and a crack in the irrigation tubing. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter tubing was connected to a saline bag and a leak occurred. A crack in the irrigation tubing was noted. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis.